Event description:
It was reported that this device triggered safety mode. It was not possible to change the device settings as a resulted. No adverse patient effects were reported. A replacement was planned. The device remains implanted to date. The device was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered safety mode. It was not possible to change the device settings as a resulted. No adverse patient effects were reported. A replacement was planned. The device remains implanted to date.

Event description:
It was reported that this device triggered safety mode. It was not possible to change the device settings as a resulted. No adverse patient effects were reported. A replacement was planned. The device remains implanted to date. The device was returned. No additional adverse patient effects were reported.